Event description:
It was reported that a novum iq large volume pump overinfused during infusion. The expected infusion time and actual infusion time were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update date to 02/13/2025. Additional information: h11: the device was evaluated on-site at the customer facility by a baxter technician. A review of the event history log could not identify the infusion as parameters were not reported. Functional downstream (distal) occlusion sensor, upstream occlusion sensor, and flow rate accuracy testing were performed with no issues noted; the device met testing specifications. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified during testing. Should additional relevant information become available, a supplemental report will be submitted.